Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a no delivery alarm during a manual prime. Customer's blood glucose was 110 mg/dl. Troubleshooting found insulin was able to exit from the tubing. The customer's insulin pump was working as designed. Customer also reported cracks on her insulin pump leading to the screen. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.